Manufacturer narrative:
(B)(4)

Event description:
On (B)(6)2010, it was initially reported that when recharging, a pt experienced pressure and an "electricity" sensation in his brain, which began in (B)(6) 2010. The pt recharged their device every other day, and stated it was becoming increasingly uncomfortable. Instances of trauma had not occurred. The last programming session of the deep brain stimulator (dbs) occurred in (B)(6) 2010, the pt was scheduled to see their physician on (B)(6)2010. The following day, it was reported that the pt would also feel tired following a recharging session. In regards to the pt's history, it was noted that since the implant 3 batteries were replaced were required due to complex settings. The last replacement occurred in (B)(6) 2010, in which a rechargeable type battery was used. On (B)(6)2010, it was further reported that the pt's device was reprogrammed in (B)(6) and (B)(6) 2010. It was stated that reprogramming occurred 3 times a week in the beginning, but was then occurring once/twice every 4 weeks; whenever they could schedule him in. The pt's outcome was not reported. Additional info has been requested, but not available as of the date of this report.